Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level after keeping on their supplies for too long. No troubleshooting could be performed as the customer was off the pump.